Event description:
Rn (registered nurse) prepping to administer emergency medications if necessary and noted that there was a black substance on the end of the syringe that would be used to draw up medication. Syringe was new and had just been removed from packaging. Other syringes in stock were checked and no black substance noted.